Event description:
A customer reported that the unit of measurement setting of their freestyle flash meter changed from mmol/l to mg/dl. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. No manufacturing parameters found out of spec and original energizer battery voltage was measured at 2.975v. Did not observe battery icon or booklet icon while strip was inserted. Uom was selectable and was received at mg/dl. The 18 cal code was observed in the glucose log indicating memory overwrite. Customers and retailers have been informed through the fa16may2006 letter.